Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise when isometrics were performed. On (B)(6) 2013 the same issue was noted. The lead was reprogrammed.